Event description:
It was reported to covidien that the unit was returned for repair for missing segment in display. No pt harm reported.

Manufacturer narrative:
The front board was replaced. The MFR date is unk with the serial number provided. (B)(4).